Event description:
It was reported that the stent partially deployed and stretched. A 5mm x 150mm x 130cm innova self-expanding stent was selected for use. During the procedure, the stent did not fully deploy in the normal manner. As a result, the stent was deformed and stretched while removing the delivery system from the sheath. No patient complications were reported.